Event description:
Per the clinic, the patient experienced an electrode extrusion (date not reported) and the device was explanted on (B)(6), 2022. Re-implantation is planned but had not taken place at the time of this report.